Event description:
Foley catheter was placed in pt undergoing vaportrode turp & had been indwelling approx. 12-14 hrs when balloon ruptured & pc of balloon was found to be missing. Pt's urine was strained; balloon piece was not located. No further orders from the physician to locate balloon pc. Since pt was voiding w/o difficulty, cath was not replaced.